Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor cannula was missing. The customer's blood glucose was 108 mg/dl. The customer states it is impossible to use sensor. Sending replacement. The sensor will not be returned for analysis.